Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (bsc) that an unspecified boston scientific mesh implant (advantage/advantage fit/obtryx/obtryx ii/lynx/solyx / pinnacle lite/uphold/uphold lite/upsylon y-mesh) was implanted into the patient on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: can't walk; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the bsc mesh implant under general anesthesia for the following purpose: removal of mesh / organs punctured. Nonsurgical treatments: the patient was treated with pain medication: painkillers s endone for the treatment of: chronic pain. Treatment duration: forever. The patient was treated with incontinence medication: painkillers for the treatment of: chronic pain. Treatment duration: forever. The patient was treated with psychological medication: antidepressant for the treatment of: depression. Treatment duration: forever. The patient was also treated with other medication (not specified), physiotherapy treatment, topical treatment, injections (not associated with surgical treatment), other (not specified), and incontinence medication.